Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in gastro during laparoscopic sleeve gastrectomy, the device did not fire. Another reload was used to complete the case. There was no patient injury.